Event description:
As reported, device had compression to ventilation ratio varying from 1:1 to 4:1.

Manufacturer narrative:
Evaluation revealed device was tampered with units in foreign country, are used for unknown extended periods causing premature wear of components. Due to tampering, cannot determine definitively exact cause of problem. Complaint confirmed unit cycles at varying compression to ventilation ratios. Severe dome shading. Worn piston bearing and shaft. Older vintage vor & cdnv, unit opened prior to being returned by customer. Analysis/root cause: lon ratchets in good condition, lon ties rod nuts loosened resulting in misalignment of ratchets to each other, and positioned out of phase with sequencer spool.